Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25091. It was reported the pt's leads were revised to obtain better lower back coverage on (B)(6) 2014. During the procedure one of the leads stylet's could not be removed after advancing the lead. As a result, the lead was explanted and replaced (with same model). The procedure was extended by at least 40 mins. Effective coverage was restored post-op. Both leads are being listed as explanted because it is unk which lead was explanted.